Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. The provided logs captured 3 session of application logs out of them only one session captured that site went till registration task. Syslog did not capture any segfault, core file, database corruption, graphics processing unit (gpu) crash or any other abnormalities which could have caused the reported behavior of black screen. Archive had 14- magnetic resonance (mr) exams, 7- computed tomography (CT) exams, 4-rgb exams and 6-other exams. All rgb exams loaded with errors that "cannot be used with stealth" as they had 0 slices and 6-other exams each had 10 slices loaded with error of "scanning protocol of this exams are not optimal for use with stealth as data not valid for navigation". Apart from that out of 14-mr exams 9-mr exams were loaded with warnings "not optimal for the stealth" as the slice spacing and thickness was more than 2 millimeters (mm) and out of 7-CT exams 2-CT exams were loaded with warning as "restricted use" as the spacing and thickness were 5mm. CT-7(197 slices) <(>&<)> mr-12(121 slices <(>&<)> spacing-thickness 2mm) were used for registration. Loaded the exams and tried in house but unable to reproduce the reported issue. The software analyst suspected this many exams and the exams protocols used in exams created the issue but there was no way to confirm this. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit 9735737 stealth s8 cranial h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was returned to an operational condition. B01 c19 d14 apply no parts were returned for analysis b17 c20 d15 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that while doing a registration, the 3d model disappeared and just had the dots showing over space. The system then went to a black screen with just the cursor showing. He gave it a minute to see if the system would reboot itself and when it didn't, he performed a manual shutdown and went back into registration and the registration was still there. Tried to perform a new registration and it was blacked out and not able to perform a new registration. Adjusted the 3d model and was able to perform another registration and continue with the case. Additional information was provided by the representative. The representative encountered either a "no source" or "no video detected" error on the screen (rest of the screen was black); did a hard reboot and the issue resolved. Was unable to recreate the issue. There was no reported impact to patient outcome and a reported delay of less than 1 hour.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.